Event description:
It was reported that the pump shuts off while running and the syringe loading port was damaged. No patient injury was reported.

Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information received, updated b5.

Event description:
Additional information received on (B)(6) 2022. No patient injury, no patient contact.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the syringe port has a small crack. The customer stated problem was duplicated. Replaced motor, pwa (printed wiring assembly) board and rear housing. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.